Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for pre-dilatation; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter. No patient complications nor injuries were reported.